Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's lead explant/replacement procedure (reference MFR report: 1627487-2014-05145), the new scs lead displayed invalid impedance values. Troubleshooting did not resolve the issue; therefore, the lead was removed and a different lead was used to complete the procedure.